Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the housing and pic were worn, and the receptacle connector and its housing were missing. The issue was resolved by replacing all the faulty parts mentioned above. It was reported that the values did not match the expected or clinical values, and the device readings did not align with the patient's sedation status. The reported issue could not be confirmed. The most likely cause could not be determined from the information available. The evaluation detected an unreported condition: housing, pic, and receptacle connector were worn. The most likely cause for the additional condition has no relationship to the reported condition. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device was reported values not matching expected or clinical values, and the device readings did not align with the patient's sedation status. It was unknown if there was any patient complications as a result of the event.